Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the critical override error had occurred. A technical support specialist (tss) checked the data sync logs and found that the upload was current, but the download was showing as an 11-hour delay. The specialist checked the sql dump files, which showed a size of 10gb. Following knowledge article (proper data sync 2.0 procedure), the tss backed up the database and performed a gui sync on the station. After the gui sync, the station communicated properly, and the disconnected mode icon was cleared. The tss also checked the hsv and found that the station was no longer listed as a device not communicating. A call was made to the customer to inquire from their end. The customer checked and confirmed that the issue had been resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es critical override error had occurred. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.